Manufacturer narrative:
Additional information was received that the initial gradient before the valve implant was 55 mmhg. After the first valve was implanted, the gradient was 35 mmhg with moderate paravalvular leak (pvl) noted. The second valve implant reduced the gradient to 15 mmhg and resolved the pvl. It was reported that the patient had a stenotic natural annulus with calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high resulting in a gradient of 30 mmhg. Four days post-implant, after the patient was re-evaluated and the gradient was still high, a second transcatheter bioprosthetic valve was implanted in a deeper position reducing the gradient. No adverse patient effects were reported.